Event description:
Per independent repair center statement the units alarm will not function. The key failure was the sieve beds were defective. Additional malfunctions include the power switch had a short circuit.